Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 200, blood glucose reading 550mg/dl. Customer treated with manual injection. Customer also reported calibration errors. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.